Event description:
The customer reported having unexplained high blood glucose of 427mmg/dl, and he has treated with the insulin pump. Troubleshooting was performed. The customer was experiencing nausea, and vomiting. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarm. Checked the bolus history and found a bolus of 5.3 units and 8.1 units. The customer kept vomiting, and the partner stated that the customer will be taken to the emergency room, and will call back to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.